Manufacturer narrative:
The system was shipped back to western (the contract manufacturer) under (B)(4) and was received on june 22, 2016. The investigation to date has not yet been completed.

Event description:
A report was received from (B)(6) hospital in (B)(6) that a grab 'n go vantage oxygen valve sheared from the cylinder to which it was attached. The administrator stated that the unit was placed at the foot of a patient's bed by a (B)(6) employee for transport to and from dialysis and acknowledged that on return to the patient's room, the cylinder was not properly secured but remained at the foot of the bed laying on its side with the head towards the window and cylinder toward the door. According to the administrator, after the patient was returned to the room, it appears the patient adjusted the bed upward and the cylinder became lodged between the foot board and the mattress. As the bed was adjusted upward, the force of the bed on the cylinder caused the grab 'n go vantage valve to be sheared from the cylinder. Due to the force of the oxygen release from the cylinder, it projected across the room and hit the door frame. The grab 'n go vantage oxygen valve remained at the foot of the bed. No one was injured in this incident. Because this is a heavy duty bed, a significant force was applied to the cylinder valve causing the valve to be sheared off. The grab 'n go vantage is a class I valve integrated pressure regulating device, which is installed onto an aluminum high pressure medical oxygen usp cylinder.